Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. There was no reported product deficiency. The reported ischemia and myocardial infarction (mi) are listed in the promus instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported ischemia, angina, artial fibrillation (arrhythmia), atrial tachycardia (arrhythmia), bradycardia (arrhythmia) and myocardial infarction (mi) are listed in the promus instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2010, two 2.5 x 15 mm promus stents were implanted in the proximal circumflex artery for treatment of stable angina. On (B)(6) 2011, the patient experienced a myocardial infarction with ischemia and electrocardiography changes. Revascularization was performed on (B)(6) 2011 for treatment in the proximal circumflex artery. No additional information was provided.

Event description:
Subsequent information reported that the patient presented to the hospital on (B)(6) 2011 with fast atrial fibrillation. The patient was administered with glyceryl trinitrate and metoprolol to treat the onset of heart racing with associated chest pain. It was reported that the patient required atropine for reverted sinus rhythm and sinus bradycardia. The event was considered recovered/resolved. On (B)(6) 2011, the patient was discharged.